Event description:
It was reported that during a da vinci-assisted surgical procedure, two horizon small clip applier instruments dropped clips when inserted into the patient anatomy (surgical field). Five clips fell into the patient's chest during the case. A laparoscopic clip applier was used to complete the clip portion of the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the clip applier instruments involved with this reported event to perform failure analysis investigations.